Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the lead tip was found covered with tissue as mentioned in the complaint description. After removing the tissue a deformation of the fixation helix was observed. Damaging the fixation helix requires the presence of severe mechanical stress. It is reasonable to assume that mechanical forces applied during the surgery contributed to this observation. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that one week after the implantation this lead dislodged. An attempt to reposition the lead was unsuccessful as the lead would not maintain the position. The lead was explanted and returned for analysis. No adverse patient side effects have been reported.